Event description:
The facility reported an overinfusion that occurred during patient use. Customer states the rate was twice as fast as what was anticipated, delivering 25ml in 25 hours. The contents of the devices were fentanyl citrate and normal saline with a total volume of 25ml. The bolus button was not used. No patient injury or medical intervention required. No additional details.

Manufacturer narrative:
The samples were received empty by the failure analysis lab. A flow test of the sample revealed that both the basal rate and bolus rate flowed within specification requirements. In addition to the flow test, visual inspection of the units found that the imprint on the covers and flow restrictors were correct. The flow restrictor housings were disassembled so that the glass capillaries and o-rings could be checked for any abnormal conditions that could potentially cause overinfusion. None were found.